Event description:
It was reported that the patient presented in the operating room for a scheduled procedure. During the procedure, after the left ventricular (lv) lead was connected to the device, high capture threshold was noted. During threshold test, loss of capture was noted at a high output. No malfunction of the device was suspected. It was further noted that there was t-wave oversensing during testing the lv lead. The issue was not resolved. No further information was available.